Manufacturer narrative:
The subject device was returned to the service center at olympus (B)(6) site. The subject device is being shipped to (B)(4) for evaluation. The device evaluation is still pending. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during a laparoscopic colon procedure the device branch broke off. The device branch broke off outside the patient. The device was replaced to continue the intended procedure. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device history record for the lot indicated no anomaly with the event-related items below. Ultrasonic output appearance the subject device was evaluated. Inspection found the probe was broken at 13 mm from the distal end. Scratches were discovered in the probe. The crack was widening from the scratched area. There were no scratches or contact marks at the non-insulated area of the grasping section. Based on the results of the investigation and information gathered, likely, the probe was broken by the following mechanism: activated output while the probe tip contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip to scratched, caused the probe tip to applied a load, and cracked due to the scratches on the probe tip. Some load was applied to the probe and the probe broke. The instruction manual contains multiple warnings to the user, and the following description related to this reported event. Therefore, it can be inferred that mishandling of the device may have contributed to the reported event. As stated on the IFU (instruction for use) the user manual states: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor complaints for this device.